Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity stent was implanted during the index procedure. Approximately 27 months post index procedure, the patient suffered myocardial infarction. The patient expired. The cause of death was due to myocardial infarction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.